Event description:
The customer reported problem was clarified, the device failed the therapy delivery test. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not switching on. There was no report of patient involvement.